Event description:
It was reported that the system displayed intermittent x-rays disabled error message of the workstation and would not fluoro. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge board and its associated cables. The system operates as intended.